Event description:
The reporter stated that the device result was 82 mg/dl and a repeat result was 355 mg/dl. The user did not take any actions. The device was replaced and requested to be returned for evaluation.